Event description:
It was reported that patient underwent left total hip replacement surgery in 2008, during which he received a durom acetabular component. Post-op, patient experienced pain and underwent revision surgery in 2009.